Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve had poor elasticity. It was stated the reservoir rebound speed was slow during the pre-operative test. After implantation, no function was found. The valve was explanted and replaced. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve had catheters connected to the inlet and outlet connectors with sutures. The valve was occluded and the laboratory technician could not adjust the performance level setting. The valve was flushed, and water was able to flow through the valve. The laboratory technician was not able to adjust the performance level setting after flushing either. Therefore, the valve could not be tested for patency, leakage, valve flux, reflux, siphon, pressure-flow and preimplantation. There was proteinaceous debris on the exterior and interior of the valve. The instructions for use cautions, ¿underdrainage may occur due to obstruction or inadequate performance level setting. Shunt obstruction may occur in any of the components of the shunt system due to plugging by brain fragments, blood clots, bacterial colonization, tumor cell aggregates or other debris at some point along its course.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.